Event description:
Boston scientific received information that the patient presented to the clinic due to pocket drainage. As a result, a revision procedure was performed and the physician successfully evacuated the hematoma. Additional information was received and this product was part of a system extraction due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.